Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum. Prior to the procedure, it was noted that the mn1413 needle was ordered but a 16cm needle was found in the package instead of a 13cm. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photos were provided and reviewed. The first photo shows, two green magnum needles which is in different length placed within the package and one needle is attached to the spacer and with protective tubing and the other needle is without protective tubing and no spacer attached to the needle. The second photo shows, a product's labelling information which matches with the tw details. Based on the provided photo, the reported event is confirmed as the two needles are of different lengths. Received one magnum biopsy needle for evaluation. Upon visual evaluation, the device appeared to be clean and received without protective tubing and no spacer attached to the needle at the hubs and device was received with the sample notch exposed. No visual anomalies were noted to the device. Functional testing was not performed due to the nature of the complaint. Upon dimensional observation, the specification for both stylet and cannula length was not within the acceptable range. Based on the results of the complaint sample evaluation, the investigation for the reported device marking and labelling problem issue can be confirmed as the specification of both stylet and cannula length is not within the acceptable range. The root cause of the reported device marking and labelling problem issue was determined to be due to a manufacturing related issue. Labeling review: a review of label, magnum, global (baw1412200, rev.5) determined the product labeling documentation is adequate. B5, d4 (unique identifier (UDI) #), e1, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum. During the procedure, the device replaced with another one. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.